Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. As the subject device was manufactured prior to the design change of the power switch, probable cause for the power switch failure is related to the operating force applied to the power switch and the number of times activated, which exceeded expectations. Since the unit was manufactured more than seven years ago, it is concluded that the latch of the video connector was worn-out due to repeated prolonged use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the main switch damage was confirmed and will be replaced. Additionally, a worn-out video connector latch requires replacement as it causes flickering image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center power button is stuck in. There was no patient involvement, no harm or user injury reported due to the event.